Event description:
Philips received a complaint on the defibrillator indicating that the device need to replace battery. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting institution name: (B)(6) hospital . A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The available details indicate that the customer requested a battery replacement as preventive maintenance. No malfunction was reported by the customer. The device is not under contract, but the requested battery will be delivered by the engineer.